Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the biomed reported repeated c-34 error message on both energy types. Site tried restarting the system but the issue persisted. Site was completing the procedure with backup generator. Technical support engineer (tse) informed that field service engineer (fse) will do further troubleshooting. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.